Event description:
It was reported that the procedure was to treat a lesion in the proximal posterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience v stent was implanted at the lesion; however, a dissection occurred, which was treated with a 2.5 x 28 mm xience v stent, and the final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass grafting, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.